Event description:
The account alleged that the head section will raise, but when the button is released the head section will drift down.

Manufacturer narrative:
The tech cleaned the head drive screw assembly to repair the bed.